Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms resolved by performing a supply change. The customer's blood glucose (bg) level was 285mg/dl. A correction bolus was delivered and a manual injection administered to address the bg level. As the customer had resolved the occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.